Event description:
New information received indicates that the device was functioning normally when interrogated during a follow-up. Programming changes were made to assist with inappropriate mode change detection.

Event description:
It was reported that the patient presented at a follow-up in clinic with the pacemaker in magnetic resonance imaging (MRI) mode. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Event description:
New information received indicates that the patient was asymptomatic.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.